Event description:
The customer reported that she experienced high blood glucose while on a horseback ride. The reported blood glucose reading was 420 mg/dl. The customer stated that she took numerous boluses to bring her blood glucose down, but her blood glucose remained high. The customer also stated that the insulin pump never alarmed no delivery. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.